Event description:
Dealer states the fork is bent and the back cane is bent. Dealer asked the facility, where the chair is located, how it happened and nobody was able to give him an explanation. Dealer requested a quote for both fork and back cane. No further information provided.